Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/24/2025, a facility representative reported via (B)(4) that an ar-8332h synergy shaver cord was cut. The case involvement is unknown.

Manufacturer narrative:
Additional information: g3, h3, h6 the evaluation confirmed the reported event and attributed it most likely due to use error. (Refer to photo)